Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the pvc extension tubing was kinking up when the patient was sleeping and it caused the catheter to come loose so it caused leakage.

Event description:
It was reported that the pvc extension tubing was kinking up when the patient was sleeping and it caused the catheter to come loose so it caused leakage.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "incorrect assembly operation of tube coiling (incorrect assembly)¿. It was unknown whether the device had met specifications. It was unknown whether the product had caused the reported failure. A device history record review could not be performed without a lot number. A device which, because of any potentiality for harmful effect, or the method of its use, or the collateral measures necessary to its use is not safe except under the supervision of a practitioner licensed by law to direct the use of such device, and hence for which "adequate directions for use" cannot be prepared. Hence labelling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.